Manufacturer narrative:
The event occurred in (B)(6). The report states that two different strip lot numbers (201312 and 20182127) were used but did not specify which were used for this test. Retention testing was done on both lots. The results being reported in supplemental (B)(4) are for lot 201312 only. The other lot was not returned.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4). The report states that two different strip lot numbers (201312 and 20182127) were used but did not specify which were used for this test. Retention testing was done on both lots.

Event description:
Caller states he tested 2.90 inr on the coaguchek xs system and 2.16 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.